Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose of over 30 mmol/l and suspects under delivery on insulin pump. Customer's current blood glucose was 18.2mmol/l. Customer stated that they will go to hospital to control blood glucose. Customer was using insulin pump within 48 hours of high blood glucose event. Insulin pump will be returned for analysis.